Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 09-mar and 16-mar-09 respectively were processed together. This case involves a female patient who received her first treatment with poly-l-lactic acid (sculptra) sometime in (B)(6) 2008. She received her second treatment with two vials (total) injected six weeks ago. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed two nodules around the orbital rim. Corrective treatment, if any, was not reported. Event outcome is unknown.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.